Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation summary: a visual analysis of the returned device identified: opening, fluids, white calcification on the surface of the shell 80%, crease fold. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient called to report right side hardness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation summary: a visual analysis of the returned device identified: opening, fluids, white calcification on the surface of the shell 80%, crease fold. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient called to report right side hardness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.